Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A slit lamp photograph was provided for review with the following information: iol was implanted in (B)(6) 2013. In last 2-3 months vision of the patient reduced. Posterior half of the iol on a vertical plane has turned opaque and even visualisation of the fundus is rather hazy. An opaque appearance is present in the photo as reported where it is not possible to determine the location or other details given the magnification and focus. While difficult to discern, based on the apparent general diffuse haziness and implantation date, this could be consistent with the presence of a confluence of microvacuoles sometimes referred to as subsurface nanoglistenings (ssng), although the report of a recent decrease in vision would not be consistent with this finding. Ssng are typically slow forming, increasing gradually over years, and are not commonly associated with vision impact due to the nature of the microvacuoles (back-scatter of light can occur resulting in haziness visible by slit lamp as reported, where forward-scatter which would impact vision is limited). Further assessment along with consideration for other potential causes for changes in vision would require clinical evaluation beyond this photo review. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the intraocular lens implant procedure (implanted in (B)(6) 2013) the patient vision was reduced from the last 2 to 3months. When examined it was identified that the posterior half of the lens on a vertical plane has turned opaque and even visualization of the fundus was rather hazy. Additional information has been requested and received stating that the surgeon is planning to explant the lens.